Event description:
It was not clear whether an attempt was made to administer device defibrillator energy to the patient through 'hands free' or standard paddles. Reportedly, the defibrillator charged but would not discharge. The basis upon which this allegation was made was not reported. Another device of same model was connected to patient, again whether through hands free or standard paddles was not clearly determined. This device was charged and it also would not discharge defibrillator energy to the patient. A third device of same model connected to the patient. The third device did change and successfully deliver defibrillator engergy to the patient.